Event description:
Per the clinic, the patient experienced poor hearing performance with the device use due to chronic otitis media infection which led to partial movement of electrode array out of cochlea. Subsequently, the device was explanted on (B)(6) 2013, and the patient was reimplanted with another cochlear device within the same surgery.